Event description:
The following description of the event was documented by (B)(6) in response to a phone conversation with a user facility representative. "[Name removed] trained bio-med called requesting support on the unit per [name removed]. There was a incident today with the units delivered. Fio2 was set at 100%; on a pt prvc/ac mode rate 12, vt 700 ml, itime 1.5. The pt's oxygen saturation was dropping per respiratory. He was called by respiratory, he utilized external analyzer and noted unit was only delivering 21%. The end user had disabled the fio2 monitor per [name removed]. This issue has happened in the past but not reported per [name removed]. The unit was removed from pt; the pt was placed on a different ventilator. Pt is still on a ventilator. The unit in question is in bio-med; it powers up error log noted data compressor error and low compressor output were noted. [Name removed] noted that on power up, he is unable to reproduce issue. I told [name removed], I would call him back with plan for evaluation at our (B)(6) lab since he did not think a fsd would provide the answers risk management was going to be needing." The following description of the events and the condition of the pt was copied from the user facility medwatch report received by cardinal health on (B)(6) 2008. The following additional information concerning the event and the condition of the pt was copied from a letter received by (B)(6) on (B)(6) 2008 from the user facility in response to a letter sent by (B)(6) seeking additional information. "Fio2 was analyzed with the external analyzer at the physician's request after several failed attempts to oxygenate the pt. At the time the ventilator was analyzed, the fio2 was set at 85%. The external analyzer read 21%. The oxygen and air was disconnected, low oxygen pressure alarm activated, internal compressor functioned. Upon re-analysis of the fio2, 21% was still delivered. The ventilator was then exchanged for a new ventilator. The malfunctioning ventilator was turned off and back on (once removed from pt) and the malfunction was not noted and could not be duplicated. After the malfunctioning ventilator was exchanged the pt was adequately oxygenated and able to be extubated. The pt has since been discharged in stable condition to a rehabilitation facility." Reference user facility # (B)(4).

Manufacturer narrative:
On (B)(6) 2008, this event was determined to be reportable to the FDA under the alternative summary report (asr) program. On (B)(6) 2008, (B)(6) received a medwatch report from user facility. Based on the receipt of the user facility medwatch report, (B)(6) decided to report this event via a manufacturer's medwatch report. (B)(4) - this injury occurred during the motor vehicle accident. (B)(4) - as noted previously the user facility had disabled the o2 alarms thus the device would not alarm. Corrected event code: (B)(4). Note: this device has a built-in delivered fio2 monitor which includes high and low oxygen alarms. According to the initial report of the incident, the user facility's biomed indicated that the device's fio2 monitor was disabled. The device's operators manual provides the following instructions and warning concerning disabling the o2 alarms. "Enable / disable o2 alarm." "The high and low oxygen alarms can be disabled in the event of a failure of the oxygen sensor while the ventilator is in use. To disable the alarm depress the enable / disable o2 soft key, to re-enable depress the soft key again." "Warning" "although disabling the oxygen alarms will not effect oxygen titration an external analyzer should be placed in line with the breathing circuit until the oxygen sensor has been replaced." Had the user facility not disable the device's o2 alarms or used an external analyzer with alarms to monitor the delivered fio2 they would have realized that the device was not delivering the fio2 % that was set.